Event description:
It was reported to philips that the system was not booting, stalling at 00:00. The device was not in clinical use. No harm to the patient or user was reported.a philips field service engineer (fse) inspected the system onsite and repaired the device which resolved the issue. The device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) communicated with the customer and confirmed that the system was unable to boot up. Upon checking the system remotely rse confirmed that the software was defective or needed restart. To resolve the issue rse guided the customer to shut down the system and restarted the whole system. After this software was back to normal and the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.